Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Regarding explanted date: initial reporter indicated only (B)(6) 2021; however, the exact day of the explant was not reported. Therefore, this information is pending for clarification of exact date. Regarding manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product complaint investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Iol was originally implanted: (B)(6) 2020 the iol was implanted by forceps from the 3.4 mm of incision. Endophthalmitis was observed 4 months after cataract surgery. Iol was explanted from the patient's eye in (B)(6) 2021 . The exact day of the explant surgery was not reported.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable adverse event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: b5 - corrected to include date of explant per updated information received. D9 - device available - corrected to no. H3 - corrected to "not returned to manufacturer." Additional information: d6b - added explant date. G6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The iol was explanted on (B)(6) 2021. The iol was not returned. According to the doctor, fungi were detected in the patient's nails. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: ya-60bbr). There were not any abnormalities on the sterilization records of the lot. The exact root cause was not determined. However, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Iol was originally implanted: (B)(6) 2020. The iol was implanted by forceps from the 3.4 mm of incision. Endophthalmitis was observed 4 months after cataract surgery. The iol was explanted on (B)(6) 2021.